Manufacturer narrative:
(B)(4) - failure to advance is not specifically listed in the instructions for use. No product or images were returned to assist with this investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to this case the IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous areas." The failure mode assigned to this case is advancement difficult. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per qera, the rpn remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) male patient with aaa and hyperpiesia, underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair though his right common iliac artery was completely occluded, and origin of left external iliac artery had calcification. He had hyperpiesia too. The procedure was conducted as labeled. The final angiography confirmed type iii endoleak from converter (1820334-2011-00557). Then, a main body extension insertion was attempted, but the device could not be advanced. Therefore, another MFR's stent was additionally placed in the leaking position but this did not resolve the endoleak. It was then confirmed that iliac leg was moved upward due to an attempt of body extension insertion, and distal type I endoleak was also confirmed due to the migration. Another iliac leg was additionally placed, and the type I endoleak was resolved. There has been no pt outcome provided.